Manufacturer narrative:
Due character limit e1 (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, intra aortic balloon pump(iabp), had a touch screen failure. There was no harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields- b4, d8, d9, g3, g6, h1, h2, h3, h6 codes(investigation types, findings, conclusion, problem), h11 getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported failure. The fse performed full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for customer use.